Event description:
It was reported that after the iab was inserted and pumping began, blood was noticed at the sheath. Further investigation revealed a crack in the sheath hub. The entire assembly was removed and replaced without any pt complications.